Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 7 events for the failure: fracture. 7 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 7 events were reported for this quarter. Product return status: 7 devices had investigation types that have not yet been determined. Evaluation findings (results/components): 7 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 7 devices: product disposition is not yet determined. Additional information: 7 devices were labeled for single-use. 7 devices were not reprocessed or reused.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99494. Supplemental rationale: corrected data: b5, h6, h11. 7 previously reported events were included in this follow-up record. Product return status: 3 devices had investigation types that have not yet been determined. 2 devices were evaluated based on historical data analysis. 2 devices were evaluated using data provided by the user or third party. Evaluation findings (results/components): 3 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. 2 devices: fracture problem / part/component/sub-assembly term not applicable. 2 devices: fracture problem / mount. Product disposition: 4 devices: product not received. 3 devices: product disposition is not yet determined.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99494. Supplemental rationale: corrected data: b5, h6, h11. 7 previously reported events were included in this follow-up record. Product return status 2 devices were received. 3 devices were evaluated based on historical data analysis. 2 devices were evaluated using data provided by the user or third party. Evaluation findings (results/components) 4 devices: fracture problem / mount. 3 devices: fracture problem / part/component/sub-assembly term not applicable. Product disposition 2 devices: archived by stryker. 5 devices: product not received.